Event description:
It was reported that during a "ptci" procedure on the left anterior descending, the stent was advanced in a direct stent attempt. Reportedly, the stent was inadvertently deployed just distal to initial lesion, due to the inadvertent placement of the three way stopcock in the open position. When the inflator was purged of its dye, the balloon was expanded within the stent. Thus, it was decided to maximally deploy the stent in that position. Coronary angiography revealed that the stent was placed 2-3mm distal to the initial lesion. These also appeared to be some deterioration of the left anterior descending artery distal to the stent. Two add'l stents were placed to treat the original intended lesion and the dissection.